Manufacturer narrative:
Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the product stopped during the intervention and no longer works. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: cable resistance value out of tolerance limits. Keyboard resistance value out of tolerance limits. Motor rotation blocked (rusted motor). The motor, motor cable and keyboard were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The improper maintenance was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported from the affiliate that the handpc tornado hp w/handcontrol stopped during the intervention and no longer works. During an in-house engineering evaluation, it was determined that the device had corrosion/rusting/pitting. It was reported that the device was used in surgery. It was not reported if there were any delays in the procedure or whether a like device was available for use. There were no adverse patient consequences reported. No additional information was provided.